Event description:
Patient daughter reported updates in medication: fosamax and arimidex were added. Patient daughter reported the patient was diagnosed with breast cancer in (B)(6) 2025. Freq: inject content of one syringe intra-articularly into left knee once weekly for three weeks.